Manufacturer narrative:
The reported event for elective replacement indication (eri) was not confirmed. The ipg voltage level is above the ipg eri threshold of 2.644v. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps. Visual inspection of the ipg did not identify any anomalies. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg received the early replacement indicator warning. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the issue.